Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5154205

Event description:
It was reported that a patient presented with noise noted on the patient's right atrial lead. No intervention or adverse patient consequences were reported.